Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-10733 and 2134265-2016-10742. It was reported that catheter removal difficulties occurred. A 4.00 x 38 synergy¿ drug-eluting stent was selected to treat an obstruction in the rca. The synergy¿ stent was deployed at 18 atmospheres into the ¿wrongly deployed¿ promus premier stent which was implanted one year ago. Post-dilation with the stent delivery balloon at 20 atmospheres was performed; however, deflation of the balloon was asymmetrical. When the device was attempted to be removed, difficulty in withdrawing the stent delivery system (sds) was encountered and it was then noted that the distal end of the balloon was swollen. Another 3.50 x 16 synergy¿ drug-eluting stent was used and the same issue happened; the balloon deflated in an asymmetrical way, encountered difficulty in withdrawing the sds, and the distal end of the balloon was also found swollen. The procedure was completed and there were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. Stent had detached from the balloon and was not returned for analysis. The balloon cones & balloon main body were reviewed and analysis suggests that the balloon had been subjected to positive pressure. The balloon wings were opened out from their folded positions and no crimp markings were evident on the balloon wall due to the balloon previously receiving positive pressure or manipulation. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. Negative pressure seems to have been applied as the distal balloon cone appears to be folded in on itself. An attempt was made to inflate the balloon to the rated burst pressure however it was noted that the fluid would not travel through the hub. The device was left soaking in the waterbath at 37°c. A second attempt was made to inflate the balloon at nominal pressure and subsequently to rated burst pressure (rbp) with no restrictions noted. No issues were observed with the balloon wall or with balloon deflation at both the proximal and distal end of the balloon. It is likely that the restrictions encountered could have been due to contrast media blocking the inner lumen. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the mid-shaft section found one midshaft kink at 50mm distal from the hypotube to midshaft bond. This type of damage is likely to have been caused by excessive tensile force being applied to the delivery system. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-10733 and 2134265-2016-10742. It was reported that catheter removal difficulties occurred. A 4.00 x 38 synergy¿ drug-eluting stent was selected to treat an obstruction in the rca. The synergy¿ stent was deployed at 18 atmospheres into the ¿wrongly deployed¿ promus premier stent which was implanted one year ago. Post-dilation with the stent delivery balloon at 20 atmospheres was performed; however, deflation of the balloon was asymmetrical. When the device was attempted to be removed, difficulty in withdrawing the stent delivery system (sds) was encountered and it was then noted that the distal end of the balloon was swollen. Another 3.50 x 16 synergy¿ drug-eluting stent was used and the same issue happened; the balloon deflated in an asymmetrical way, encountered difficulty in withdrawing the sds, and the distal end of the balloon was also found swollen. The procedure was completed and there were no patient complications reported.